Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient¿s urine was cloudy the day of the report and they wondered if they were getting a urinary tract infection. It was noted that the trial began on (B)(6) 2018. Additional information was received on (B)(6) 2018 from a healthcare provider (hcp) indicating that the cause of the patient¿s cloudy urine was a urinary tract infection, urine culture, (B)(6). The actions taken to resolve it were that it was treated with antibiotics (bactrim ds) twice a day for 7 days. No further complications were reported.